Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh and polypropylene were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) ¿ bladder foreign body stone. Additional narrative: it was reported that following insertion the patient experienced infection, bladder foreign body, stone and perforation, abdominal/pelvic pain, erosion and intrabdominal adhesions.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure (B)(6) 2000 and mesh was implanted due to vaginal prolapse, cystocele, rectocele and sui. It was reported that following insertion the patient experienced infection, bladder foreign body, stone and perforation, abdominal/pelvic pain, erosion and intrabdominal adhesions. It was reported that patient underwent mesh removal on (B)(6) 2013 exploratory laparotomy, partial cystectomy, abdominal approach, omental flap and cystoscopy for removal of bladder stone, lysis of adhesions with removal of small bowel off the mesh with resection of small portion of the mesh and resection of the small bowel with the ileoileal anastomosis.